Event description:
The event is reported as: alleged issue: the black head on the shaft had been soldered on, so eventually the black head fell off. This occurred during use on a patient. No patient injury reported.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate.